Manufacturer narrative:
H.6. Investigation: one opened empty 10ml convenience tray without top web in a plastic zip lock bag was received and visually evaluated. A small reddish particle was observed loose at the bottom of the tray. The particle was fibrous in composition and was slightly larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is likely associated with the packaging process. H3 other text : see h.10.

Event description:
It was reported that three syringe 10ml ll tip bulk convenience pak experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no. 309605 batch no. 9002961, 8285690, and 8303798 per email: 1.red particulate was found inside a box of syringes, exact lot # unknown, but it is between lot 9002961, 8285690, and 8303798.

Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9002961, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-08. Medical device lot #: 8285690, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-31. Medical device lot #: 8303798, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 10ml ll tip bulk convenience pak experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: material no. 309605, batch no. 9002961, 8285690, and 8303798. Per email: red particulate was found inside a box of syringes, exact lot # unknown, but it is between lot 9002961, 8285690, and 8303798.